Event description:
Officers responded to a report of a female slumped over in her car. Upon arrival, the female was unresponsive. A philips heartstart fr2+AED was attached to the pt and powered on. The AED failed to give audible commands but the instructions were visible on the lcd screen. The unit advised not to administer a shock. Upon arrival of the fire paramedics, they transported the pt to the hospital. The fire dept later advised taking that AED out of service. The unit was returned to the MFR on (B)(4) 2010. Philips sent a replacement AED.